Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh), (received at osh on 2022-11-15). The evaluation at osh confirmed the reported image error (pink image) and traced the failure back to a defective cable unit. Therefore, this event/incident was attributed to component failure. Furthermore, the rotating ring and the cover of the grip part were found to be discolored. These issues are most likely attributable to age-related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that the video telescope displayed a pink image during reprocessing. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.